Manufacturer narrative:
The insulin pump was received motor error alarm during basic occlusion test due to loose/flush drive support disk. We were unable to perform the unexpected restart error test. We were unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 15 mmol/l. Device had been dropped. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.